Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of stimulation. The patient's lead migrated shortly after implant. A healthcare provider (hcp) did an x-ray for her lead on (B)(6) to determine the amount of migration. The patient got coverage for her foot for a couple of weeks. A manufacturing representative (rep) tried to program her couldn't get anywhere with it. Her implant battery was to have lasted until she had her staple removed, but it ran out and she had recharge over it. The area got hot and eventually replaced the disk. No trauma or falls that could be related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.